Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. Proper intended use of the implant is described in its instructions for use.

Event description:
No osseointegration at six months was reported. No further information was given.